Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was found unresponsive and was defibrillated externally. The device had an episode from this time that was terminated but appears to be polymorphic ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.